Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular (rv) lead exhibited low pacing impedance and oversensed noise, which triggered pacing inhibition. It was suspected that the lead was damaged. The lead was explanted. The patient was in stable condition.